Manufacturer narrative:
The customer¿s reported problem was not confirmed. Based on the file review, no further escalation is required per(B)(4) complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. Customer stated there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer called due to an 8100 (sn: (B)(4)) failing patient side occlusion test. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: pm testing. Case resolution: verified the customer set up by testing 8100 on another work station. 8100 passed. Recommended customer take a look at their set up for performing preventative maintenance. Customer will check their set up and call back with any further issues. Ended call. Ref: (B)(4).